Manufacturer narrative:
Concomitant medical products: product ID: 3537, product type: programmer, patient. (B)(4).

Event description:
The patient reported she started neurostimulator trial on (B)(6) 2015 and having trouble with the handheld device, they replaced the batteries and it seems to be fixed. This morning all the wires came loose. Event on (B)(6) 2015 was the pp (patient programmer) not working and replace batteries and seems to be fine. Event on (B)(6) 2015 was the wires came loose. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.